Manufacturer narrative:
The field service representative (fsr) inspected the analyzer observed and replaced ict reference solution 1ml syringes, (ln 09d41-03), which resolved the issue. A review of the architect c4000 processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c4000 processing module or the 1 ml syringe, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The operations manual also addresses troubleshooting of erratic sample results and provides the removal, the replacement, and the verification procedures for the 1 ml syringe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6), or the1 ml syringe. Updated section b5 describe event or problem: updated information provided on 03nov2022: the customer provided unit of measure mmol/l for sodium. Laboratory reference range for sodium=136 to 145 mmol/l.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results which questioned by the physician on architect c4000 processing module for two patients. The results provided were: patient 1: initial=112 /repeated=141 /on another analyzer=same results (no actual results provided). Patient 2: initial=112 /repeated=142 /on another analyzer=same result (no actual results provided). No unit of measure provided by the customer. There was no reported impact to patient management.